Event description:
Baxter UK reports leak with homechoice set. Pt was treated with prophylactic antibiotics at hosp with no resulting injury reported by affiliate. No further detail provided by baxter affiliate.